Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 400 mg/dl at the time of incident. Customer¿s other blood glucose level was 56 mg/dl. Customer also reports the sensor issue. Customer like to continue troubleshooting. Customer reports they did receive a calibration not accepted alert. The insulin pump will not be returned for analysis.